Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited error code e315 (non-compatible endoscope). The issue occurred during setup/inspection for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Additional information: h3, h4, h6. The customer allegation of scope error message e315 was not confirmed. However, based on the results of the investigation, an additional event of due to corrosion on the plug unit that caused the image to not be displayed was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received by the customer.